Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2023 approximately 6 years and 10 months after initial implant. Upon the revision of the optetrak logic device, patient's surgeon observed signs of defective and loose femoral components. No images were provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h4 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case: USA (mdl no. (B)(4) (ngg) (mmh). It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2023 approximately 6 years and 10 months after initial implant. No images were provided. There is no other information available. During his recovery from the revision surgery, patient developed a quadriceps tendon injury with failure of his arthrotomy and quad snip repair. As a result, he required an additional surgery to repair the tendon, which was performed by dr. (B)(6) on (B)(6) 2023 at (B)(6) health. Following these surgical procedures, patient has undergone a lengthy and painful recovery. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4) (ngg) (mmh) and pending in the eastern district of (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices ailed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. As directed by qa management: this legal complaint case is from the united states. The event did not occur in, nor is it reportable for brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
D10 concomitants; 02-010-01-0350 - logic femoral ps cem right sz 5 4186260. 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 4305432. 200-02-38 - three peg patella 38mm 4243233. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.